Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the mega suturecut needle driver instrument was observed with a wire at the tip of the device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and another instrument was used. There were damaged wires noted on working end of the device. Site were setting up for the case when the issue occurred. The instrument was not used during procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No photographic images of the device or recording of the procedure is available for isi to review.